Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly with the usb cable and wall adapter. The customer's blood glucose level was 130 (mg/dl). Although requested, additional information regarding the customer's alternate insulin therapy was not provided.